Event description:
It was reported by service report that the bed had intermittent power; the power cord prong was loose, and the auxiliary power cord ground prong was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: main power cord plug with loose power prongs, and the auxiliary power cord plug missing its ground prong.